Manufacturer narrative:
A company service rep found both of customer's systems met specifications. Informed customer that two of their three 1/a handpiece tip adapters were occluded. No parts are being returned. This report mailed in to FDA on: 09/28/2006.

Event description:
Reporter noted I/a would not aspirate correctly during case. Enlarged incision and they were unable to retrieve all cortical material. Customer changed handpiece, tips cassette, and machine during procedure. Suture used to close; case was completed. Doctor may reschedule patient for further surgery is needed. Prolonged healing expected.